Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, which was reproduced with isometrics. Additionally, pacing impedance measurements were less than 200 ohms. A surgical revision was performed. There was no damage noted via fluoroscopy; however, the physician suspected an insulation breach or conductor fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.